Event description:
Boston scientific received info that during a routine follow up in clinic, this right atrial (ra) lead was observed to be over sensing ventricular activity. A revision procedure was performed, when the pocket was opened, the ra lead was observed to have been dislodged and wrapped up in a ball with the right ventricular (rv) lead. The physician noted that the pt exhibited twiddler syndrome. The leads were explanted successfully and a new ra and rv lead were implanted without incident. No add'l adverse pt effects were reported. The lead was discarded following the procedure and will not be returned for analysis. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during this mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.